Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: bi71000118, lot number/serial number/version #: unknown. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system doesn't start properly. Issue has been addressed numerous times, and it is necessary to replace the computer. No patient was present at the time of the event.